Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the patient¿s rates presented in the 20 to 30 beats per minute range. Right ventricular (rv) lead triggered a polarity switch for a possible fracture. Also, noted were high impedance, no sensing, and loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.